Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported difficult or delayed activation (difficulty to deploy the clip) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult clip deployment it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One ntw clip was deployed without issues. To further reduce mr, another ntw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, the mandrel did not completely release from the clip. Troubleshooting was performed and the clip was successfully deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.